Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an ulnar osteotomy surgical procedure, it was observed that the saw blade device would not fit on the attachment and the wire device broke into two pieces (both devices were being used together during the same procedure. It was reported that there was a 10 minute delay in surgery in order to obtain a saw blade that would fit in the attachment. It was reported that both pieces of the wire were easily removed. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.